Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the returned photograph; however, the photograph did not provide clear objective evidence of the reported condition. Therefore, the reported event could not be objectively verified, and the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer valve of a clearlink system continu-flo solution set was not accessible. It was further reported that the line was able to be primed. This was identified during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.